Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus operated badly during a patient check. A different programmer was used. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed a reported stylus issue and the stylus was replaced. However, this did not resolve the issue. Further analysis could not confirm a stylus issue so the stylus and overlay were calibrated as a preventive measure. If information is provided in the future, a supplemental report will be issued.